Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports a unopened box of syringes had at least 15 broken and cracked syringes in it.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A photo(s) was received for visual examination. Since a sample was not received, sample analysis could not be conducted. An analysis was conducted from the photo and determined the reported condition was confirmed of a cracked syringe. Potential root cause for the reported condition could be related to handling of the product during production, packaging and transportation. There are several areas on the process where the syringe handling occurs and personnel are trained and certified in the handling operation. The machine could have malfunctioned causing a jam where a barrel would become cracked under the pressure of other parts or equipment. Procedures and work instructions exist for the proper handling and verification of components and the operation of the molding, syringe assembly and packaging machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. Production associates are required to visual inspect and physically test molded components to specifications as defined by the quality inspection standard. Preventive maintenance and cleaning requirements are defined for the molding machines and tools to ensure process capability is maintained. During production, the assembly and packaging equipment is checked regularly to verify the equipment is functioning properly the machine that assembles this product is equipped with vision systems that verify the presence of the lock insert and shield and a station that tests the shield function on the syringe. The machine tests every syringe and it must function within the specification limit or the machine will kick-off the syringe. Process inspectors are required to conduct visual and physical evaluations at prescribed intervals and cannot release product unless the required aql has been met per the specification. Per medtronic procedure, complaint trends will be evaluated during the monthly CAPA meeting to determine if a CAPA is warranted. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.